Event description:
Affiliate reported that the patient experienced withdrawal symptoms after the pump stopped following a MRI. It appears the problem the patient experienced was a direct result of user non compliance with the manufacturers instructions for use. It was further reported that the matter was later resolved following the instructions for use and obtaining assistance following the MRI. The pump is now fully functional and remains implanted in the patient. In absence of the product, a review of the device history records will be conducted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.